Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg would no longer communicate with external devices. It was also reported the patient stopped charging as recommended and the ipg is inoperable. Troubleshooting was unsuccessful. As a result, the patient¿s ipg was replaced. Therapy has been restored.